Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 760 mg/dl. The caller stated that the customer was treated and released the next day. Advised the caller to have the customer call in for troubleshooting at his convenience. Nothing further was reported.